Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward. The customer was informed to call back if the issue reappeared and confirmed their understanding.